Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Although requested, additional information has not been received as of the submission date of this report. Device is an instrument and is not implanted/explanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the two application instruments for sternal zipfix used in several surgeries were not ratcheting very well. The surgeries were completed successfully. There was no report of surgical delay or patient harm. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (application instruments for sternal zipfix, part number 03.501.080, lot number 8731368). The complained device was received with the complaint that the device was not ratcheting very well. The subject device was received intact with only a few minor wear marks on the surface of the device. All screws are present and the end cap is secured. When the cutting mechanism is locked, the trigger compresses and releases as intended and all components move fully through their range of motion. No functional issue was identified. Thus, the complaint condition for this device is unconfirmed and could not be replicated. The relevant device drawings were reviewed. During the design review for the functional device no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. As no functional issue was identified, the root cause cannot be definitively determined. However, review of the failure mode determined that it is most probable that not properly maintaining the devices as indicated in the technique guide resulted to the complaint condition. The sternal zipfix system technique guide provides specific instructions for lubricating the device prior to sterilization. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.